Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed what appears to be loss of capture (loc) with high pacing thresholds. Furthermore, far-field r-wave oversensing was observed and pacemaker mediated tachycardia episodes were recorded. The rv lead and pacemaker remain in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed what appears to be loss of capture (loc) with high pacing thresholds. Furthermore, far-field r-wave oversensing was observed and pacemaker mediated tachycardia episodes were recorded. Additional information was received from the field representative mentioning that the patient went to the emergency room without being admitted to the hospital and the pacing output was increased. The rv lead and pacemaker remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.